Event description:
During surgery with using the vasoview hemopro endoscopic vessel harvesting system from maquet, ref vh-3000. Lot # 25146660. The device tip is silicone coated and a portion of the tip fell off during surgery. The whereabouts of this tip is unclear. No adverse effects were noted to the pt that we are aware of. FDA safety report ID# (B)(4).